Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed when attempted to access. A field service engineer (fse) had the customer attempt inventory; the cubie lid did not open, and inspection revealed the lid was damaged. Fse guided the customer to contact the pharmacy to replace the cubie and transfer the medication to a new cubie. The system functioned as intended after the field service engineer guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user could not issue oxycodone medication as the cubie in position 21 in drawer 4 failed to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.